Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing was observed when the asymptomatic patient presented in the clinic during a follow-up. Programming changes were made.